Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 452 mg/dl. The customer had symptoms of not feeling well. The customer states treated with injections and the pump. Customer's current blood glucose value was 199 mg/dl. Customer's blood glucose value was 452 mg/dl at time of incident. Troubleshooting was performed. Customer states there was possible pump under delivery as customer was not been unable to control bgs with the pump. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Drive support cap appears normal (slightly indented). Customer reports insulin exited at the qr. There were no leaks or air bubbles customer wishes to perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer stated that cannula was bent. Customer was assisted troubleshoot for bent cannula and advised to return. The product was not returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. No unexpected low battery and low reservoir alarms noted. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Pump passed the delivery accuracy test.